Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short on the transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed at the completion of the investigation. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and on the failure analysis problem report the inverter board cable was disconnected causing a blank screen. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short of the transformer on the inverter board.

Event description:
A peritoneal dialysis (pd) patients peritoneal dialysis nurse (pdrn) contacted fresenius technical support to report the liberty cycler touch screen went blank during step 7 of setup. The okay and stop buttons made sounds when pressed but the screen remained blank. The cycler was rebooted and the okay and stop buttons lit up, but the screen remained blank. The fresenius technical support representative advised the patient to discontinue using the machine and issued a replacement cycler. At that point in time, the technical support representative advised the patient contact to discontinue use of the cycler and to notify the patients peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested but to date, has not been provided. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.